Manufacturer narrative:
Concomitant medical products: 507658 lead, implanted (B)(6) 2006.

Event description:
It was reported that there were occasional high capture thresholds observed with the right ventricular (rv) lead. Follow-up revealed intermittent atrial undersensing was noted during interrogation, and the patient's underlying rhythm was atrial fibrillation (af). The electrophysiologist felt that the high rv thresholds could possibly be due to af with fast rates during auto threshold tests. Reprogramming was performed for both right atrial (ra) and rv leads. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra lead continues to exhibit intermittent undersensing during episodes of atrial fibrillation (af). The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.